Manufacturer narrative:
Events pertaining to the gore® dryseal flex introducer sheath have been captured in medwatch report # 3007284313-2019-00289. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® tag® conformable thoracic stent graft with active control system instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to improper stent graft placement and branch vessel occlusion or obstruction.

Event description:
On (B)(6) 2019, the patient underwent endovascular repair of a stanford type b aortic dissection using a gore® tag® conformable thoracic stent graft with active control system and a gore® dryseal flex introducer sheath. Prior to the procedure, an axillary-axillary artery bypass was performed, as the physician planned to cover the left subclavian artery with the gore® tag® device. During the procedure, the sheath was inserted from the left common femoral artery, and the first gore® tag® device was deployed with no reported issue. When the delivery catheter of the second endoprosthesis was inserted into the sheath, the dryseal valve was reportedly damaged. According to the report, bleeding could not be controlled and blood transfusion was necessary. Amount of the blood loss was unknown. The patient's systolic blood pressure dropped to a reported 60 mmhg. It was reported that the sheath was withdrawn with the delivery catheter until the tip of the sheath came out from the patient's vessel in order to control bleeding from the dryseal valve. When the tip of the sheath came out from the vessel while the proximal portion of the delivery catheter--which was advanced through the sheath--was still inside the vessel, hemostasis was reportedly applied to the access site. The proximal portion of the sheath (around 5-8cm in length) was cut, and this made it possible to advance the delivery catheter to the target lesion. The origin of the left subclavian artery was coil embolized, and the second gore® tag® device was deployed. However, it was reported that the left common carotid artery (lcca) was unintentionally covered by the proximal end of the endoprosthesis. Cut down was performed and a bare metal stent was implanted in the lcca to preserve blood flow. Final procedural imaging reportedly showed a proximal type I endoleak remained. No further treatment was rendered and the physician elected to monitor the endoleak. The patient tolerated the procedure.